Event description:
On (B)(6) 2011: a physician placed a geenen pancreatic stent in the pt's pancreatic duct. The pt's anatomy was normal. Date unk: the physician attempted to remove the stent using forceps or snare(unsure) to replace it with a new stent for the first time, but the stent broke during removal. He could not remove the remaining part of the stent from the pancreatic duct. On (B)(6) 2012: another attempt to remove the remaining stent was performed, but it was not successful. The pt was sent to the other hospital. On (B)(6) 2012: the remaining stent was removed using forceps successfully at the new hospital. The pt is doing fine after the procedure.

Manufacturer narrative:
There were no gepd-7-9 devices of lot # cf667020 remaining in stock at the time of the complaint investigation. A 1 x gepd-7-9 device of unk lot number was returned to cook (B)(4) for investigation. One section (the distal end of the device) was returned. The proximal end of the stent with its 2 flaps was not returned. The section of the stent that was returned was noted to be blackened. It was not possible to measure the entire length of the stent accurately as the complete stent was not returned. The customer complaint was confirmed as the stent was broken on eval. The blackening of the stent was most likely due to pancreatic fluid as the stent had been placed in the pancreatic duct. As actual use conditions could not be replicated in the laboratory setting and due to clinical conditions such as pt anatomy and progression of disease, the cause of the complaint could not be conclusively determined. Prior to distribution, geenen pancreatic stents are subjected to visual inspection to ensure device integrity. A review of the manufacturing records for gepd-7-9 lot number cf667020 did not reveal any discrepancies, which could have contributed to this complaint issue. No corrective action is warranted at this time. There were no adverse effects on the pt as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.